Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
A cardiac tamponade occurred during an atrial fibrillation ablation procedure. Transseptal puncture was performed using a non sjm sheath and needle with no issues. Following transseptal puncture and mapping of the left atrium, a tacticath ablation catheter was used to isolate the left superior and inferior pulmonary veins. When attempting to move from the left to the right pulmonary veins, pressure was applied on the atrium roof and a cardiac tamponade occurred. An echocardiogram and fluoroscopy confirmed the cardiac tamponade. The patient became hypotensive, decompensated and required cardiac resuscitation. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.